Event description:
When the device was used during a colon resection, the distal part of the staple line was incomplete. The staple line was over sewn and the case was completed without pt consequence.